Manufacturer narrative:
A hillrom service technician tested the bed and found the bed to be working as designed. The amber light without an alarm indicates the bed exit had been silenced on the side rail prior to the patient being out of the bed. Based on this, the most likely cause of the event was that the patient inadvertently pressed the bed exit silence button when exiting the bed. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventative maintenance (pm). Make sure the bed exit system operates correctly. Replace parts if necessary. We recommend that you do annual preventive maintenance. Make sure the sidecom® communication system junction box is in good condition and all attaching hardware is present and secure. Use the sidecom® tester to make sure the sidecom® communication system operates correctly. Make sure the nurse call indicator is on in all indicator locations. Examine the communication cable, including the male and female pins in the plug. Replace parts as necessary. We recommend that you do annual preventive maintenance. Plug the bed into a power outlet. Make sure all functions on the caregiver control panel operate correctly. Repair or replace the siderail if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Based on this information, no further action is required.

Event description:
A (B)(6) year old patient, identified as a known risk to fall was found on the bathroom floor. The patient sustained a fractured/dislocation of the right ankle that required closed reduction with a splint. Per nursing staff involved, the centrella bed exit had been set and confirmed by 3 solid green lights with associated icon. Upon entering the room and finding the patient on the floor, the nurse noted only one solid amber light was illuminating and no audible alarm sounding. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).